Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the unit had a navigation ring failure that also prevented the user from making changes via the touchscreen. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved.